Event description:
It was reported that the probe gives a very hazy image, unable to see clearly. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of the probe fails the assessment and has dark areas on the images was confirmed. The probe assessment test displayed 4 red x¿s indicating transducer element failure. There are dark spots in the image.